Event description:
It was reported that a remote alert was received for a high, out-of-range pacing impedance measurement (>2000 ohms) from this right ventricular (rv) lead. The physician contacted technical services who provided thorough guidance for evaluating the rv lead. The patient was subsequently seen in-clinic where provocative maneuvers were unable to reproduce changes in impedance or noise. Diagnostic imaging was performed which also showed no lead abnormalities. The physician elected to continue with remote monitoring to resolve the event and no adverse patient effects were reported. The rv lead remains implanted and in-service.